Event description:
A malfunction was reported with the customer's pump, specifically that the screen went dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer contacted technical support and was instructed to charge the pump, which resolved the screen issue temporarily. Technical support decided to replace the pump and provided instructions on using the replacement, including guidance on managing the backup therapy and returning the faulty pump. The replacement pump, equipped with updated software, was shipped with a signature required for delivery.